Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the seventh firing during a laparoscopic sleeve gastrectomy, when clamping the tissue with reload, the jaws could close without problem, but when starting firing, the firing stopped after advancing for a moment. On the handle¿s screen, the indication of ¿tissue beyond applicable range" was displayed. The jaws were opened, and new reload was used, when operating the device to clamp and fire in the same way, there was no problem and firing was completed. The surgical time was extended by less than 30 minutes. There was no patient injury.